Event description:
It was reported that during testing, the device overheated. There was no pt involvement and no adverse consequences reported.

Manufacturer narrative:
The device has been received at the manufacturer for investigation. An evaluation was conducted and the complaint could not be confirmed. According to the investigation details, the device did not overheat but had excessive noise. The cable is kinked and twisted. The lower bearing on the rotor is corroded and there is insufficient lube in the upper bearing on the rotor. The rotor assembly and cable assembly and all bearings will be replaced.